Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that every time they wear the aligners they get sores all over. They stop for 10 days and tried again, the sores come back.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.